Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 29mm sapien 3 ultra resilia valve, added force was needed to push the valve through the 16fr e-sheath. After increased pushing, the valve pushed forward quickly as it was popping through a tight portion of the e-sheath. Seemed to be constrained in the non-expandable portion. The valve was able to be successfully implanted. After the commander and sheath were removed it was noted there was a tear of the liner. The delivery system did not protrude out of the side of the sheath. No other devices were damaged and there was no patient injury. Per pre-deco evaluation of the returned sheath, the liner was torn along entire length of sheath shaft and the distal tip was torn radially along distal liner edge.